Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received from the end users mother states that about a month ago the end user developed some redness from the leaking of stool under the barrier. She stated that recently the leaking became worse and there is now an area of open break down from 3 to 9 o'clock in the peristomal area from the stoma to about 3.5 cm. The area closest to the stoma is bleeding and further out there is clear serious drainage. The end user states that it burns also. The patient's subsequent outcome was not reported.